Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the electrophysiology department the pacing catheter was inserted and when the electrode was connected it did not work. As a result , another electrode was used successfully. There was no reported patient death, injury or complications. There was no reported delay or interruption in therapy. Medical / surgical intervention was not required. There were no adverse effects to the patient.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 6fr pacing catheter. No damage, abnormalities, or kinks were noted with the catheter. The distal electrode and lead were connected to a multimeter and continuity was found between the leads. The resistance measured 13 ohms and passed functional testing. The proximal electrode and lead were connected to a multimeter and continuity was found between the leads. The resistance measured 9 ohms and passed functional testing. The distal and proximal electrodes were connected to a multimeter and a short circuit did not occur. The electrodes are separate. A device history record was not performed. The device passed functional testing. Conclusion: the reported complaint of no signal is not confirmed. The device passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the electrophysiology department the pacing catheter was inserted and when the electrode was connected it did not work. As a result , another electrode was used successfully. There was no reported patient death, injury or complications. There was no reported delay or interruption in therapy. Medical / surgical intervention was not required. There were no adverse effects to the patient.